Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support planned to replace the pump, and the caller was instructed on backup insulin delivery using mdi, putting the pump into storage mode, and the steps to take upon receiving the replacement pump. The customer was also instructed to return the problematic pump using the provided pre-paid ups return box.